Event description:
As reported by the facility to penner manufacturing. The resident was in the bath and leaning forward, cna asked resident to lean back, the resident did not. Cna shortened the bath and lifted the resident out of the bath. While above the bath, the resident leaned forward out of the lift and went head first into the tub full of water. The belt on and fastened tightly. The cna was in the room the entire time. Paged to help, other staff responded immediately and drained the tub. They used an ez lift to get the resident out of the tub.

Manufacturer narrative:
There was no device failure. As the provided penner manufacturing safe operation and daily maintenance instructions states, only personnel who have been thoroughly trained in the operation of the superior transfer lift should operate this equipment. In addition it also states and demonstrates, for residents who are unable to support themselves in an upright position, penner offers and optional second belt, which allows you to secure the resident in an upright position by means of a chest belt.